Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image while using the video processor. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was inspected and repaired by a third-party distributor. The inspection confirmed that the scope was not recognized, and the image was not displayed due to damage to the printed circuit board unit. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board unit could not be determined. Olympus will continue to monitor field performance for this device.